Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a rab procedure, the staple line and cut line were partial. A manual anastomosis was done to complete case with no patient consequence.